Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/5/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. From the photo and the sample, the stopper is separated from the plunger. The plunger of the sample was subjected to visual inspection and short molding was observed at the plunger head. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The separation between the stopper and plunger is due to short molding at the plunger head. Short molding on the plunger head could have occurred during machine start-up. The initial shots with short molding defect after machine start-up were not effectively purged and removed before conveyed to the subsequent process. The production technicians have been retrained to purge out at least seven shots during machine start-up after this batch was production. H3 other text : see h.10.

Event description:
It was reported that the bd 5ml ll syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: distorted stopper.

Event description:
It was reported that the bd 5ml ll syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.